Event description:
It was reported the pt experienced symptoms of an underdose including chills, severe nausea, increased pain, and a feeling of doom. The type of medication, concentration, and daily dose being administered via the pump were not reported. No other symptoms or outcome were reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.